Event description:
The customer called to report a blank display. Troubleshooting was performed and the insulin pump gave an alarm, followed by a blank display. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the liquid crystal display board and motor.